Event description:
It was reported by service report that the scale was not working due to load cell connector was disconnected from the cpu board. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Load cell.